Event description:
It was reported that during a surgical procedure, a cannula accessory came apart at the hub creating an air leak. Additional insufflation and anesthesia were needed to successfully complete the scheduled procedure. No patient harm, adverse outcome or injury was reported. Three cannula's will be returning for investigation, two of which have been reported as breaking at the hub. 2955842-20074-00109, 2955842-2007-00111.

Manufacturer narrative:
The cannula accessory has not yet returned for evaluation.